Event description:
A physicist incorrectly connected the microselectron hdr unit during a pt treatment. The physicist connected a transfer tube to the endobronchial catheter, when the physicist should have connected the endobronchial catheter directly to the hdr unit. This would add more than a meter of distance between the intended treatment site and the microselectron hdr source. The source did not make it to the pt treatment site, or to the pt at all, and instead would be potentially exposing a portion of pt skin (confirmed not to be in direct skin contact). The hospital staff determined that the highest potential skin dose would be 1.8cgy/1.8rem (significantly below the 50rem medical event definition) to the pt arm/shoulder area, however, due to a folded blanket that was placed in that location, it prevented direct skin contact.

Manufacturer narrative:
The hospital staff has changed policy to include a time out for the physicist to verbally voice the assurance to the in room nurse of proper connection to the hdr unit. They are planning an education process for their nursing staff, so they may visually assist as a secondary visual confirmation. They are also reassessing additional support staff to the present during hdr treatment in a future meeting. The rso believes the error happened due to human error, and a rushed procedure that occurred at the end of the day. The hospital staff is assessing the pt for potential skin burns both now and in the future (2wk, 5wks for reassessment). They do not expect to see skin burns, but will perform this pt skin burn assessment for assurance and to confirm our lower dose skin estimates. They intend on completing the pt treatment and therefore will completing this written directive dose which was scheduled for 500cgy, based upon the medical consult with the radiation oncologist. They are in process of follow-up with the pt, and referring physician.